Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was exposed to moisture and then buttons were not responding. The customer¿s blood glucose level was 154 mg/dl at the time of the incident. The customer was advised to observe time clock for one minute to verify if time advances and they stated that they cannot see the clock. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, self test, measure the operating currents, or verify unresponsive keypad or button error alarm due to blank display. Also received with corroded battery tube, moisture damage on the motor and vibrator assembly.